Event description:
No additional information received from customers.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective printed circuit board (dx circuit board). The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blackout of the console's touch screen is caused by a defective circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blackout issue. The issue was found during service. There were no reports of patient harm.